Event description:
Patient sustained a burn to his right index finger from the finger probe of telemetry/pulse oximeter unit. Finger was noted to be "covered in soot" where the probe was located. Patient indicated it was "smoking and shocked him."